Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). Following pre-dilatation of the lesion, a 16 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was attempted to be removed from the patient, the stent edge came into contact with the tip of the guiding catheter. The stent edge was found lifted when the device was removed from the patient. The procedure was completed with another promus premier¿ stent. No patient complications were reported and the patient's status was good.